Manufacturer narrative:
Medical devices continued: c4tr01 crt-p implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was partially explanted and replaced. During the procedure, insulation damage and pocket stimulation were observed on the left ventricular (lv) lead. The lead was repaired and remains in use. No further patient complications have been reported as a result of this event.